Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and inspected the iesu power on site, tested the power supply and found it to be working well. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe could not be powered on. The site checked the power and confirmed it was fine. The site used spare generator to complete the procedure. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and and the reported problem could not be confirmed using the system error logs. Upon visual inspection, an issue was found that would be related to the reported event. When tested on the system, the unit did not power on. The erbe will be returned to the original equipment manufacturer for additional analysis. Correction: h8. Was updated to initial use of device.